Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During variax fibula surgery, the locking screw did not lock in the most distal hole. The screw was once removed, removal and cleaning of soft tissue was performed, but the issue was not resolved. The surgeon exchanged the screw with another same size screw, but the screw could not be locked. Therefore, re-drilling was performed using drill sleeve but the issue was not resolved. Ultimately, the surgery was finished with the screw unlocked and lag screw fixation was added using 3.5mm non-locking screw in order to increase fracture stability.

Manufacturer narrative:
The reported event that straight plate variax fibula, 6 hole/l84mm was alleged of issue (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. More detailed information about the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. The instructions for use states that ¿responsibility for proper selection of patients, adequate training of the surgeon, the choice and placement of implants, post-operative treatment, and the decision to leave or remove implants postoperatively, rests with the surgeon.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During variax fibula surgery, the locking screw did not lock in the most distal hole. The screw was once removed, removal and cleaning of soft tissue was performed, but the issue was not resolved. The surgeon exchanged the screw with another same size screw, but the screw could not be locked. Therefore, re-drilling was performed using drill sleeve but the issue was not resolved. Ultimately, the surgery was finished with the screw unlocked and lag screw fixation was added using 3.5mm non-locking screw in order to increase fracture stability.